Event description:
Customer reportedly obtained blood glucose results of 216 mg/dl, 165 mg/dl, 260 mg/dl, 362 mg/dl, and 99 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.